Event description:
2 of 9. It was reported that the plate (part number 70-0301, batch number 217270) broke within two months of the original surgery. The x-ray of the patient depicts the broken plate within the patient's body with screws present. The broken plate was explanted and replaced with a new implant. The surgery was completed with no delays. There were no adverse patient consequences reported. There are 9 related report numbers for this event 3025141-2023-00691 through 3025141-2023-00699.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The following devices were returned for evaluation. The returned parts were examined with magnified photography. Manufacturing and inspection records were reviewed, and no anomalies were found for nrw prof clavicle plate, 8-hole lg rt (part number 70-0301, lot number 217270). The plate was broken across one of its slots; specifically, the breakage has occurred across the slot nearest the 70-0301 part number marking. This split the plate into two pieces: one "short" or "small" piece that has the "med" and "70-0301" part number marks; and one "long" or "large" piece that has the "lat", "right", and batch marks. Both the short and long pieces exhibit multiple/many instances of heavy cosmetic damage and/or wear including, but not limited to, scratches on flat/curved surfaces or near holes/slots, nicks/deformation on edges of holes/slots, as well as loss/wear of anodization coating. These instances of cosmetic wear have resulted in the exposure of bare metal. The returned plate appeared to have been bent by the user beyond the normal as-produced condition of the plate. Reviewing the quality/phenomenon related to the breakage surfaces... Both breakage surfaces appeared to have fracture planes largely perpendicular to the plate; however, if a plane were drawn between the two fracture surfaces, they would create a plane that cuts moderately diagonally across the plate's slot (potentially indicating oblique loading factors). Fractured surfaces appear largely flat otherwise with minor/sporadic texturing and no signs of ductility. Measurements in inches obtained included the following measurements of overall length for both pieces of the broken place. Short piece (has "med" and part number marks): 1.6690. Long piece (has "lat", "right", and batch marks): 2.1810. Manufacturing and inspection records were reviewed, and no anomalies were found for 2.3mm x 12mm non-toggling cortical screw (part number co-n2312, lot number 390663). Minor deformation to the head outer profile, and light damage to the screw's hex drive featured. Manufacturing and inspection records were reviewed, and no anomalies were found for 2.3mm x 14mm non-toggling cortical screw (part number co-n2314, lot number 585281). More moderate deformation to the head outer profile, and significant damage to the screw's hex drive feature which was deformed the lobes of the hex drive. Moderate to major damage and shearing to the first two turns of thread nearest the head including thread peak/crest shearing as well as detachment/indentation/deformation of thread. Manufacturing and inspection records were reviewed, and no anomalies were found for 3.5mm x 14mm locking hexalobe screw (part number 30-0235, lot number 566426). Minor discoloration/lines (black scratches) on screw head surfaces. Moderate deformation/wear presented on edges of the hexalobe drive feature. Significant thread peak/crest shearing was present across both locking and nonlocking/shaft thread of this screw, which was worn away the upper portions of the threadform that exposed bare metal. This extended across all turns of locking thread, the top 3 turns of shaft thread (closest to locking thread) was well as the bottommost 5 turns of shaft thread (closest to tip). In the locking thread region, detached thread appeared to be sitting in the root/trough of the threadform. Manufacturing and inspection records were reviewed, and no anomalies were found for 3.5mm x 14mm locking hexalobe screw (part number 30-0235, lot number 410536). Mild corrosion presented on screw head surfaces including across/over the batch lasermark; moderate deformation to the edges of the hexalobe drive feature also including scratching and indentation. Damage to the peaks/crests of two turns of locking thread is present (turns 2 and 3 as measured from the head) including full detachment/spiraling of peak/crest thread. Manufacturing and inspection records were reviewed, and no anomalies were found for 3.5mm x 14mm locking hexalobe screw (part number 30-0235, lot number 574381). Scratching presented on screw head surfaces. Major damage/deformation to edges of the hexalobe drive feature. Minor thread shearing was present on the peaks/crests of all turns of locking thread. Manufacturing and inspection records were reviewed, and no anomalies were found for 3.5mm x 18mm locking hexalobe screw (part number 30-0237, lot number 471731). Major damage/deformation/scratching to hexalobe drive feature edges and surfaces, with one particular scratch extending onto the screw head and across the batch mark. Very minor shearing to peaks/crests first 3 turns of locking thread. A chunk of the peak/crest of shaft thread near the cutting flute was taken out of the threadform (i.e. Nick in the threadform near the cutting flute). Manufacturing and inspection records were reviewed, and no anomalies were found for 3.5mm x 14mm non-locking hexalobe screw (part number 30-0258, lot number 587889). Brown discoloration/rusting/corrosion was present on screw surfaces and on edges of the drive feature. Black discoloration on the underside of head. Manufacturing and inspection records were reviewed, and no anomalies were found for 3.5mm x 16mm non-locking hexalobe screw (part number 30-0259, lot number 589615). Moderate to major deformation/damage presented to edges of hexalobe drive feature. Black dot on underside of screw head. Major thread shearing to first 3 turns of locking thread; near-entirety of peak/crest of this thread is gone in the first 2 turns, with more moderate damage to the 3rd turn. Additional observations: the event notes stated that the field contact provided x-ray evaluations and further details on failure. Specifically, noted that "patient was noncompliant almost immediately after a post-op". The field contact concludes that they "would 100% place on this as the mode of fatigue and stress failure." Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large loads are applied to devices. This would align with the field contact's notice that the patient was partaking in activities noncompliant with suggested movement restrictions nearly immediately post-op. However, the root cause of the reported event could not be determined.